Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had their implantable neurostimulator (ins) replaced but did not remember any details, including the date, as she had memory issues; the patient stated she "could not remember much of anything." It is also unknown when the memory issues began occurring.

Event description:
Additional information received from the healthcare professional reported the patient failed to bring their ins home with them when they were discharged from the hospital. It was noted they went to a skilled nursing facility (snf). It was further clarified that the patient failed to bring their patient programmer with them upon hospital discharge. It was stated the reported issue had been resolved, and the programmer was replaced and provided to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.